Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6, h10. Correction: e2, g2. A review of the device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.